Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: (B)(6). It was reported the wrong product was inside the pack. They found an double usp 0 instead of a simple usp2, good needle hs48 however.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical warehouse. Without closed samples and or defective samples a proper analysis cannot be performed. Checked with local quality department it could not be found a batch that was manufactured at the same time or near in time as the involved code batch that contained usp 0 novosyn with hs48 needle. It has been determined that if the mix-up was the one informed by the customer (no samples were received) we assume an isolated case, but cannot be assured. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.